Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2617 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal/the device was imbedded into the cornual region, not unexpectedly") and device breakage ("as the device was gently grasped in order to remove it from the cornual area, it did break and there was some fragmentation.") In a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, alcohol use, headache, depression, anxiety, dyspareunia, ovarian cyst, mood swings, cesarean section, difficulty in walking, difficulty sleeping, pregnancy and pain in hip. Previously administered products included: mirena and marijuana. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2608 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (laparoscopic bilateral salpingectomies). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per initial (B)(6) 2014 and as per mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen: fallopian tube bilateral, bilateral fallopian tubes and essure devices. Operative procedure: salpingectomy laparoscopic. Clinical information: pelvic pain. Final diagnosis: result: fallopian tubes, bilateral, salpingectomy: one fallopian tube with cystic walthards nests and small focus suspicious for endometriosis. Opposite fallopian tube with small paratubal cyst. Gross description: bilateral fallopian tubes and essure devices" are 2 fimbriated fallopian tubes 4.8 cm in length by 0.8 cm in diameter and 4.6 cm in length by 1 cm in diameter. Loose within the container are 2 coiled wires consistent with the essure devices 5 and 12.7 cm in length. Both wires are partially uncoiled. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event "medical device removal updated to iud embedded" new event "iud breakage" was added, reporters information, medical history and surgical pathological reports were added. Insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2617 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.